Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna complaint unverified - found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having a problem with their controller. Patient said the controller seemed to deplete when they plugged the recharger in to charge the implanted neurostimulator. Patient described the controller would go from 60% to 30% in like 3 seconds and when they were using it, it would take over an hour to charge to 100%. Patient said it had been happening for about a month now and now it was stuck at 70-80% and wouldn't go any further. Patient confirmed the controller was still saying it was actively recharging when it would stop at 70 or 80%, but it wasn't actually recharging. Patient stated this morning, the controller battery depleted instantly, even though patient charges controller every night and morning. Patient stated their manufacturer representative (rep) told patient to reset controller, and it worked for about a week then started the same issue again. Patient also said sometimes they could get their implant to 100% if they were lucky, but it only happened once in a while. Patient mentioned they would have to constantly reposition the recharger and that it would get a little bit hot on their back when they put the recharger on. Patient described heat as a heating pad. When asked if patient had issues charging the controller, patient stated it was wonky as the controller went down to 30% this morning, and after 45 minutes to an hour the controller only charged to 70%. Patient denied seeing any error codes, but said that when the controller went unresponsive, the controller screen would go all black. Agent walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed the controller powered on. Agent had patient re-insert the battery and confirmed the green light was flashing above the screen. Patient did not see any visible damage to the equipment. The issue was not resolved. A replacement recharger (rtm) was sent out.